Manufacturer narrative:
During processing of the complaint, multiple attempts were made to obtain complete event, patient and device information.

Event description:
It was reported that the clinic has had numerous cases where the device dislodged and migrated. The patients returned to the office shortly after and the procedure had to be redone. During processing of this complaint a total of 5 attempts were made by email and phone to gather the proper information. The contact here simply dismissed our requests as she "was too busy" to gather the information. We made it clear that gathering this information was important in order to make a proper report to the proper authorities.